Event description:
It was reported by the customer, that the physician was placing the catheter in a pt via basic vein. After inserting the needle, he noted "blood flash back" & then began to thread the wire; however, the wire would no longer advance. Using fluoroscopy, it was noted the wire was not in the vein. The physician began to retract the wire, but it was difficult to remove. He removed the needle & began to pull the wire with his gloved hands. The physician felt some resistance. As the wire was almost outside of the pt, the wire unraveled and a portion of the wire broke off inside the pt. The physician estimated approx 2 mm of wire was left inside of the pt. No surgery was performed. He determined that the best course of action for this pt was to leave the wire in the pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.